Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly and taking about 15 mins to boot completely. As a part of troubleshooting process fse checked host pc performance and found it to be very slow. On further analysis it was found that frontal ipps computer had 3 bad drives and hard disk drive failure. The fse replaced the ippc hard disk drives followed by software reload. After replacement of the hard disk and reinstallation of software, the system was returned to use in good working order.

Event description:
It has been reported to philips system is not booting up properly and is taking about 15 minutes to boot up completely. Philips has started an investigation of the complaint.